Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the fev leaks when test balloon as well as co2 leak. The customer reported that the on/off switch failed. The customer reported that the device was in clinical use when the issue was discovered, however, there was no patient harm.